Event description:
It was reported that on (B)(6) 2017 the patient presented with noise on the patient¿s right ventricular lead. The noise was not reproducible. As such, the secure sense algorithm was turned on and the patient was to be monitored. On (B)(6) 2017 the patient presented via merlin.net with lead noise and an event where the secure sense algorithm inhibited inappropriate therapy. As the lead noise could not be reproduced with isometrics and the secure sense algorithm properly and effectively prevented the patient from receiving an inappropriate shock, the physician planned to continue to monitor the patient.